Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision. Additional information indicated that a temporary pacing system was implanted, as the patient is dependent. There was no additional adverse patient effects were reported. This right rv lead was explanted.